Event description:
The customer reported that while the ventilator was connected to a pt it alarmed for low respiratory rate, low expiratory minute volume and leakage.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.